Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a laparoscopic sigmoidectomy procedure, the coag button did not return to off position and the device stayed activated. A new device was used to continue the procedure without any harm to the patient.